Event description:
Cup 2051-3056 was placed. Insert 2041-2854 was placed in the cup and turned out to be too small. The surgeon then decided to remove the cup and replace it by a 2051-3058. This cup could not be placed properly and the surgeon decided to use a cemented cup. The two cups and the insert have been returned to stryker. At first sight, the two cups seem to be of the same size.